Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: d9; g3; h2; h3; h6 visual evaluation of the returned product found creasing in the seal for (2) pouches. A dye test found the seals are conforming. Sterility has not been breached. No product failure was found as the product is within specifications. No further investigation or action is required after review. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2024 - 00126, 0001822565 - 2024 - 00128. G2: foreign: japan. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the distributorship that the products were found to have wrinkles in the sealing area. There was no patient involvement. It was reported that no further information was available.